Event description:
As reported: two epicardial leads were initially capped on (B)(6) 2018 due to chronic high thresholds and were no longer functional for the patient. The patient later developed an infection on (B)(6) 2019 and the capped epicardial leads were not the cause of the infection. Both the leads were explanted and sent off for cultures and infectious culture disposal. No leads will be returned for analysis. This is a similar event MDR 2183787-2019-00075.